Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was at end of service (eos) upon receipt. Analysis of device image revealed high current drain consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. No other anomalies were found.